Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 while on home choice (hc) during dwell 2 of 4. After troubleshooting, the care giver(cg) stated that the supply bag was not fully connected. The baxter technical representative (tsr) explained the alarms and had the cg cycle power twice to clear the alarms. The tsr explained to start over with new supplies. The cg wanted to drain the hp manually. The tsr advised the cg to call the registered nurse (rn) the next day and inform her regarding any missed therapy. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. The cause of the air in line was determined to be a loose connection between line and supply bag. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.